Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lap hysterectomy wherein the needle detached. There was no patient harm.